Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
When physician put the stent into patient, the introducer was stuck on the stent. Finally, he removed stent and replaced new device to finish the procedure.

Manufacturer narrative:
Device evaluation: the 1 x oacl-7-9 oasis one action stent introduction system of lot number c2008244 involved in this complaint was returned for evaluation, without the original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device involved in the complaint was evaluated in the laboratory on 27 jul 2023. The returned device lab findings and observations can be referred through the attached files. Visual inspection: stent, introducer and positioning sleeve returned , crumpling noted on the body of the introducer. Encrustation observed on the stent. The leur lock cannot be disconnected from the introducer. Functional inspection: crumpling measured 3.4cm from the hub. An additional file, pr (B)(4), was opened to investigate the user error of the device not being inspected for damage prior to use. Manufacturing records: prior to distribution all oacl-7-9 devices are subjected to visual and functional checks to ensure device integrity. A review of the manufacturing records for oacl-7-9 of lot number c2008244 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred with this work order. Instructions for use and label: the instructions for use, (ifu0096) which accompanies this device instructs the user to ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ is also states ¿refer to package label for minimum channel size required for this device¿. There is evidence to suggest the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause cannot be determined, as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to the pushing catheter and the introducer getting damaged during handling/device preparation which contributed to the introducer becoming crumpled and subsequently led to the cascading effect of the stent becoming stuck on it. Another possible root cause is the encrustation observed on the stent which was likely caused by biological material and possibly led to the stent becoming stuck on the introducer. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for potential emerging trends. Summary of investigation: according to the customer, when physician put the stent into patient, the introducer was stuck on the stent. Confirmed quantity of 1 device, confirmed used. According to the initial report, the patient outcome is unknown. Investigation findings conclude that a definitive root cause cannot be determined, as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to the pushing catheter and the introducer getting damaged during handling/device preparation which contributed to the introducer becoming crumpled and subsequently led to the cascading effect of the stent becoming stuck on it. Another possible root cause is the encrustation observed on the stent which was likely caused by biological material and possibly led to the stent becoming stuck on the introducer.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 15-feb-2024.